Manufacturer narrative:
The device was not returned yet to manufacturer. No visual examination was done yet. The review of the device history records and traceability show no deviation on specification that might have impacted this event . Additional request were sent about the surgical steps followed during surgery . Answer received are insufficient to identify the root cause related. Waiting for the product to be returned. The investigation is still in progress . Conclusion is not yet available. Not returned.

Event description:
Roi-c : broken cage when impacting anchors. Putting in the anchoring plate it didn't go in like it should and cracked the edge of the cage. Surgeon is an experienced roi-c user. He said he has never seen a plate or the cage do that. Update received on august 17th 2018 : patient state of health is good; the broken implant was replaced and the surgery was completed without issue; surgery was delayed 15 min; no x-ray available; according to the reporter, the cage was positioned correctly in the disc space and the inserter was aligned perfectly with the disc space. The surgical techniques for anchoring plates were well respected, surgeon can not tell if the cage was broke up in between 1st or 2nd anchoring plate. The surgeon implanted the top plate first; patient had no hard bones. Surgeon didn¿t drop the second plate because he could tell that the edge of the cage was cracked and removed peel to take out the one plate to start over with new cage. The adjustable stop was used with the inserter.

Event description:
Roi-c : broken cage when impacting anchors. According to the reporter: putting in the anchoring plate, it didn't go in like it should and cracked the edge of the cage. Surgeon is an experienced roi-c user. He said he has never seen a plate or the cage do that. Update received from reporter on (B)(6) 2018 : -patient state of health is good ; -the broken cage and anchoring plate were replaced and the surgery was completed without issue ; -surgery was delayed 15 min ; -no x-ray available ; -implant properly loaded on inserter -the cage was positionned correctly in the disc space and the inserter was aligned perfectly with the disc space. - the surgical technique for anchoring plates impaction (using the two impactors) were well respected , - surgeon can not tell if the cage was broke up in between 1st or 2nd anchoring plate . - the surgeon implanted the top plate first; - patient had no hard bones . -anchoring plate not fully seated - surgeon didn¿t drop the second plate because he could tell that the edge of the cage was cracked and removed peel to take out the one plate to start over with new cage. - the adjustable stop was used with the inserter. Additional information received on (B)(6) 2019 : product has been returned to perform evaluation of the product. A gap has been noticed between number of products received and information collected on zper (2 cages and 2 anchoring plates instead of 1 cage and 1 anchoring plate) question has been requested and the manufacturer received more information : the second cage and anchoring plate were used on a different level and were removed because the surgeon didn¿t like them so he took them out. This other case is treated in another specific complaint (B)(4).

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product has been returned and visual evaluation was performed. Anchoring plate : based on images, there are marks at the bottom of the anchoring plate. These marks are linked to the use of the instrument to remove the anchoring plate. These marks explain and reveal the issue reported as it happens after the issue. Moreover the second anchoring plate hasn't been returned to the manufacturer. We cannot analyse the other anchoring plate. Cage : on picture, cage is broken. There is breakage on both side which prooves that both anchoring plate has been placed. From information provided by the reporter, based on the review of the case, analysis of the product returned and the recurrence of this type of event for this implant, the event cannot be determined. It could not even be possible to make hypothesis about the root cause of the event. The investigation found no evidence to indicate a device issue. Root cause is unknown. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.